Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months after implant, the patient's implantable cardioverter defibrillator (ICD) system was removed due to infection. The patient was treated with antibiotics and it is unknown if the system was replaced. No further patient complications have been reported as a result of this event.